Manufacturer narrative:
Full e1 establishment name: (B)(6).

Event description:
It was reported that the elite colonovideoscopewas insufficiently reprocessed. The scope was reprocessed while mold was present in the water filter of the endoscope reprocessor. The issue occurred during reprocessing and there were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h4, h6, h11. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.